Event description:
It was reported that the patients incision site was not healing properly. The patient was referred to wound care and was administered with antibiotics. Additional information was received that the patient had an infection at the spinal cord stimulation (scs) lead incision site wherein various treatments were administered to get the infection under control. The patient will undergo revision procedure to close the wound.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients incision site was not healing properly. The patient was referred to wound care and was administered with antibiotics.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced impaired healing and pain at the implantable pulse generator (ipg) site following the implant procedure. Cultures were obtained, and the results were reported as negative. The patient was administered antibiotics, and the device was reprogrammed. A computed tomography (CT) scan was performed to allow for improved soft tissue visualization. It was later assessed that the patient had developed an infection at the lead entry site, for which the patient began receiving unspecified treatment.

Manufacturer narrative:
Correction to supplemental MDR in blocks: b1, b5, e1, and h6.